Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2011-00108, since there is more than one device implicated.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program, with additional information form the initial reporter, concerns a (B)(6) female patient. Medical history and concomitant medications were not provided. The patient received human regular insulin (humulin r, cartridge) subcutaneously via a humapen luxura hd, 2 in the morning, 1 at noon and 1 at night (units not provided); and, human insulin isophane suspension (humulin n, cartridge) subcutaneously via a humapen luxura hd, 1 in the morning (units not provided), for treatment of type 1 diabetes mellitus beginning in (B)(6)-2013. Since the start of human regular insulin and human insulin isophane suspension, the patient had high blood glucose with reported fasting blood glucose around 7 (units not provided) and postprandial blood glucose was around 13-22 (units not provided). It was initially reported that the patient was hospitalized on (B)(6)-2014 due to the continued high blood glucose levels, however, upon follow-up information, the hospitalization was cancelled by the chief physician as it was thought the fasting blood glucose was stable. There were no dosing regimen changes prior to the blood glucose increased. Due to the event, human regular insulin was increased to 2 in the morning, 1 in the noon, 1.5 in the night and human insulin isophane suspension was increased to 1.5 qd. Subsequently, the blood glucose was controlled to normal levels. A pen injector was reported having a refill frame cracked (pc 3119506). On unknown dates, time to onset not reported, the postprandial blood glucose was not controlled well; fasting blood glucose was 5 (units not provided) and postprandial blood glucose was 5-13 and sometimes as high as 19. The physician was contacted and advised the patient to control the diet. There was no change to the dose or frequency of human regular insulin or human insulin isophane suspension. No treatment measures were indicated and the event outcome was unknown. On an unknown date, reported as now at the time of the follow up report dated (B)(6) 2014, the fasting blood glucose was 5 and postprandial blood glucose was 10. In (B)(6)-2015, the patient was hospitalized to adjust the blood sugar, which was clarified as not good. It was stated that the patient was hospitalized every year to adjust blood glucose. Blood glucose abnormal events were considered serious for hospitalization. Corrective treatment and outcome were unknown. It was stated that the second humapen luxura hd obtained in (B)(6)-2013, was broken (lot number 0806g01, product complaint pending). There was no evidence of improper use. Human regular insulin and human insulin isophane suspension remained ongoing. The patient operated the devices and the training status was not reported. General and suspect device duration was not specified. It was unknown if the devices would be returned. The reporting consumer did not relate the events to the prescribed insulin therapy. Follow up will not be requested as the reporting consumer refused to accept to follow up. Update 03-oct-2014: additional information was received 30-sep-2014 from the initial reporter. It was clarified that the hospitalization was cancelled, therefore, priority of grade was downgraded. Suspect hp luxura hd suspect device added and formulation of insulins updated to cartridge. Pc processed into the case. Updated causality statement. Narrative update with new information. Update 10-oct-2014: product (B)(4) was received from the affiliate on 04-oct-2014. Pc number was previously processed in this case, as appropriate. No additional adverse event information was provided. Update 26-dec-2014: additional information was received from a consumer reporter via patient support program. Added: lab values and new event of blood glucose increased. Updated narrative with new information. Update 02-nov-2015: additional information received 27-oct-2015 from initial consumer reporter. Added two blood sugar events with hospitalization, upgrading the case to serious. Adjusted listedness accordingly. Added additional reusable luxura hd device. Completed EU/ca fields for each device. Update 02-nov-2015: this case was opened to update the medwatch fields for regulatory reporting. Update 06-nov-2015: information received on 04-nov-2015, via a psp. No new adverse event information was reported, however it was added to narrative the rationale of lost to follow up.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. No further follow up is planned. Evaluation summary: a female patient reported that the cartridge holder of her humapen luxura hd device was cracked. The patient experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch 0806g01, manufactured june 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy. A complaint history review of this batch did not identify any atypical trends with regard to cartridge holder broken or dose accuracy. Based on a review of the failure modes and effects analysis, there is no indication that a cracked cartridge holder would impact dose accuracy. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, with additional information form the initial reporter, concerns a (B)(6) female patient. Medical history and concomitant medications were not provided. The patient received human regular insulin (humulin r, cartridge) subcutaneously via a humapen luxura hd, 2 in the morning, 1 at noon and 1 at night (units not provided); and, human insulin isophane suspension (humulin n, cartridge) subcutaneously via a humapen luxura hd, 1 in the morning (units not provided), for treatment of type 1 diabetes mellitus beginning in (B)(6) 2013. Since the start of human regular insulin and human insulin isophane suspension, the patient had high blood glucose with reported fasting blood glucose around 7 (units not provided) and postprandial blood glucose was around 13-22 (units not provided). It was initially reported that the patient was hospitalized on (B)(6) 2014 due to the continued high blood glucose levels, however, upon follow-up information, the hospitalization was cancelled by the chief physician as it was thought the fasting blood glucose was stable. There were no dosing regimen changes prior to the blood glucose increased. Due to the event, human regular insulin was increased to 2 in the morning, 1 in the noon, 1.5 in the night and human insulin isophane suspension was increased to 1.5 qd. Subsequently, the blood glucose was controlled to normal levels. A pen injector was reported having a refill frame cracked (pc 3119506/lot 0806g01). On unknown dates, time to onset not reported, the postprandial blood glucose was not controlled well; fasting blood glucose was 5 (units not provided) and postprandial blood glucose was 5-13 and sometimes as high as 19. The physician was contacted and advised the patient to control the diet. There was no change to the dose or frequency of human regular insulin or human insulin isophane suspension. No treatment measures were indicated and the event outcome was unknown. On an unknown date, reported as now at the time of the follow up report dated 23-dec-2014, the fasting blood glucose was 5 and postprandial blood glucose was 10. In (B)(6) 2015, the patient was hospitalized to adjust the blood sugar, which was clarified as not good. It was stated that the patient was hospitalized every year to adjust blood glucose. Blood glucose abnormal events were considered serious for hospitalization. Corrective treatment and outcome were unknown. It was stated that the second humapen luxura hd obtained in (B)(6) 2013, was broken (lot number 0806g01, 3486345). There was no evidence of improper use. Human regular insulin and human insulin isophane suspension remained ongoing. The patient operated the devices and the training status was not reported. General and suspect device duration was not specified. The device associated with product complaint (B)(4) was not returned. The status of the device associated with product complaint (B)(4) was not provided. The reporting consumer did not relate the events to the prescribed insulin therapy. Follow up will not be requested as the reporting consumer refused to accept to follow up. Update 03-oct-2014: additional information was received 30-sep-2014 from the initial reporter. It was clarified that the hospitalization was cancelled, therefore, priority of grade was downgraded. Suspect hp luxura hd suspect device added and formulation of insulins updated to cartridge. Pc processed into the case. Updated causality statement. Narrative update with new information. Update 10-oct-2014: product complaint number (B)(4) was received from the affiliate on 04-oct-2014. Pc number was previously processed in this case, as appropriate. No additional adverse event information was provided. Update 26-dec-2014: additional information was received from a consumer reporter via patient support program. Added: lab values and new event of blood glucose increased. Updated narrative with new information. Update 02-nov-2015: additional information received 27-oct-2015 from initial consumer reporter. Added two blood sugar events with hospitalization, upgrading the case to serious. Adjusted listedness accordingly. Added additional reusable luxura hd device. Completed EU/ca fields for each device. Update 02-nov-2015: this case was opened to update the medwatch fields for regulatory reporting. Update 06-nov-2015: information received on 04-nov-2015, via a psp. No new adverse event information was reported, however it was added to narrative the rationale of lost to follow up. Edit 24-nov-2015: product complaint (B)(4) was processed accordingly. Updated narrative accordingly. Update 21-dec-2015: additional information received on 21-dec-2015 from the global product complaint database added the device specific safety summary and manufactured date of the device for the device associated with (B)(4); added the device was not returned; updated the medwatch and european and (B)(4) required device reporting elements; and updated the narrative. Update 22-dec-2015: additional information received on 22-dec-2015 from the global product complaint database added the device specific safety summary and manufactured date of the device for device associated with (B)(4); updated the lot number to 0806g01; added the device was not returned; updated the medwatch and european and (B)(4) required device reporting elements; and updated the narrative.